Event description:
During an idiopathic vt procedure, it was reported during ablation the patient became hypotensive. Echocardiography identified a pericardial effusion and pericardiocentesis was performed. Fluid was removed from the pericardial space and the patient was stabilized. The patient was admitted for observation. Additional information was requested however there is no additional information available regarding this event at this time

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus not returned for investigation. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Concomitant products used during the procedure: carto 3 system model #: fg-5400-00m serial #: (B)(4); stockert 70 system model #: m-5463-01 serial #: unk; cool flow pump model #: m-5491-02 serial #: unk; (B)(4).